Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, a 23mm sapien 3 ultra valve was fully deployed in a final 90:10 aortic/ventricular (a/v) position using nominal volume. Post valve deployment, aortic regurgitation was observed. Since no echo was performed, it was unclear if the regurgitation was a paravalvular leak (pvl) or a central leak. A second sapien 3 valve was deployed within the initial sapien 3 ultra valve, reducing the regurgitation to mild (grade 1). The procedure was completed and the patient was transferred to the ICU in stable condition. Both valves remain implanted in the patient. The native annular diameter measured 25.7mm x 21.4mm with a valve area of 417mm2. Mild valvular calcification was reported. It was speculated that the safari guidewire may have damaged the initial valve leaflet, resulting in the regurgitation.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. The sapien 3 valves remain implanted in the patient and were not returned to edwards lifesciences for evaluation. Without the valves, visual inspection, functional testing and dimensional analysis could not be performed. No photograph or case imagery was provided for review. The device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaints. Review of the device IFU, prepping manual and training manual did not identify any IFU/training deficiencies. During the manufacturing process, the sapien 3 ultra valve frame and leaflet components undergo multiple 100% inspections by manufacturing and quality. The in-process valve sub-assembly undergoes 100% visual inspection under 8x magnification. The valve undergoes 100% coaptation testing before and after valve holder attachment. The valve also undergoes 100% visual inspection prior to final packaging. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. In this case, the complaints for leaflet damaged ¿ during use and valve ¿ regurgitation were not able to be confirmed due to the unavailability of the valve or imagery from the case. Due to the unavailability of the valve, the presence of a manufacturing non-conformance was not able to be determined. However, a review of the DHR and manufacturing mitigations did not provide any indication that a manufacturing non-conformance contributed to the reported event. Although a definite root cause could not be determined, procedural factors (placement of the stiff guidewire, manipulation of the devices) may have contributed to suspected damage to the valve leaflets and the regurgitation observed post deployment of the initial valve. The deployment of a second valve within the initial valve corrected the regurgitation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.